Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with targocid (400 milligrams) and amikacin (200 milligrams) every alternate day (routes not reported) for peritonitis. The cause of peritonitis was reported to be the patient had taken food from outside. The report of taken food from outside could not be clarified or confirmed. The cause of peritonitis was unknown. At the time of this report the patient was recovered from peritonitis. The action taken with pd therapy was not reported. Additional information was not available. This is report 1 of 3 involved in this event.